Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was severely worn. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. Furthermore, because the probe was subjected to a load, the error occurred. The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic appendectomy, the subject device was used. After 30 minutes of use, probe damage or ultrasonic level error which indicates abnormality of the probe was displayed. The procedure was completed with another sonicbeat. There was no patient injury reported. As a result of evaluation of omsc on august 23, 2017, omsc confirmed that the tissue pad was severely worn. It was not reported that the pad of the device fell into the patient.